Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation abrasion was observed under fluoroscopy. Review of the x-ray confirmed externalized conductors. No further information is available at this moment.